Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt status post plate and screw implantation on (B)(6) 2011. Pt previously was implanted with a nail, MFR and implant date unk, developed pseudoarthrosis and then was implanted with the synthes plate. It was discovered on (B)(6) 2012, the plate broke and medical/surgical intervention was needed on an unk date. It is not known what the pt was revised to at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.